Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient had a return of bowel symptoms and was on 0.7v and their spouse wanted to know if stimulation could be increased. The patient didn't feel stimulation and therapy was not on. The patient turned therapy on and increased the amplitude from 0.7v to 0.8v and felt stimulation comfortably in the correct area. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.